Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was seen on stored vt/vf and nonsustained rv oversensing episodes. No inappropriate therapies were delivered due to noise oversensing but charging was triggered and aborted. It was observed that the noise appeared to become more frequent. As such, the physician elected to explant and replace the device and leads. The patient was stable before, during and after the procedures.